Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The complaint will be logged into the system for trending purposes. A review of the device build records indicates that there are no discrepancies noted in the build records for this lot.

Event description:
During a surgical procedure, while placing a double j stent, the stent broke into two pieces in the pt. The pieces were retrieved with no harm to the pt.